Event description:
It is reported that the femoral implant has fractured. A revision surgery is scheduled.

Manufacturer narrative:
Evaluation summary: the pt's medical history includes two bone grafts and curettages of a large lesion of the fibrous dysplasia in the proximal aspect of the right femur. Primary implantation of the beaded fullcoat stem was part of a conversion procedure and included an osteotomy which was secure with a "a number" of zimmer redicables after final placement of the beaded fullcoat stem. X-rays were not returned for review so component size and orientation cannot be evaluated. In general pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. It is unk if an unreported traumatic event contributed to the described event. With the info provided, a definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.